Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when filling the cartridge. Reportedly, the needle broke when the customer applied additional pressure to the plunger. The customer's blood glucose level was not impacted and a recommendation was made to load a new cartridge.